Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examine. To further investigate, a functional test was performed. The customer complaint was confirmed. The device was powered up and alarmed ec1260, which is a corruption of the memory of the circuit board. The circuit board will be replaced.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming error 1260 and had cracked housing. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.